Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided ccc with the quality control (qc) data, which was within acceptable range. Ccc discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse had the customer run a correlation study with patient samples with another dimension vista instrument and run precision testing. Precision test results were acceptable and the cse could not duplicate the issue. The cse returned to the customer site and replaced the integrated multisensor technology (imt) probe and imt mixer due to error "imt mixer - unable to reach minimum current". The instrument was de-installed from the customer site. The cause of the discordant, falsely low urine creatinine results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low urine creatinine results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). The customer then performed repeat testing of other urine creatinine samples, and obtained discordant falsely low results upon repeat testing. The samples were repeated on an alternate dimension vista instrument, resulting higher and matching the initial results obtained for the samples. The initial results were reported to the physician(s), and a correction was not necessary. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely urine creatinine results.